Event description:
Patient contacted depuy regarding their hip that had dislocated several times and a fractured femoral bone. Patient's medical records were received. Records indicate during revision surgery the patient's femoral bone was fractured in the anterior cortex of her femoral bone. The patient was treated with a plate, screws and cables.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for radiographic films were made in accordance with wi-7915 appendix a. Medical records were received and reviewed. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.